Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The caller was advised by technical support to perform specific actions, including disconnecting the tubing, tightening the lock, and administering a bolus. However, the customer declined to troubleshoot further, however, no additional assistance was required at this time.